Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian calcification ("other injury(ies) or complication (s) please describe: calcified left ovary") in a 36-year-old female patient who had essure (batch no. 862582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, multigravida, parity 3, hypertension, swelling nos and preterm labor. Previously administered products included for an unreported indication: thyroid in 2012. Concurrent conditions included obesity, breast tenderness and vaginal odour. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian calcification (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy), surgery (ablation) and surgery (unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, ovarian calcification, vaginal haemorrhage, headache, dysmenorrhoea and alopecia outcome was unknown and the migraine, nausea, fatigue, weight increased, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian calcification, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: 2014 and 2015 unilateral oophorectomy, total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion negative home pregnancy test. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, migraines, headaches, nausea, dysmenorrhea, fatigue, weight gain, hair loss,calcified left ovary, lower abdominal pain, are added. Lot number & lab data updated. Lot number & lab data updated. Historical & concomitant conditions drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian calcification ("other injury(ies) or complication (s) please describe: calcified left ovary") in a 36-year-old female patient who had essure (batch no. 862582-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, multigravida, parity 3, hypertension, swelling nos and preterm labor. Previously administered products included for an unreported indication: thyroid in 2012. Concurrent conditions included obesity, breast tenderness and vaginal odour. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian calcification (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy), surgery (ablation) and surgery (unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, ovarian calcification, vaginal haemorrhage, headache, dysmenorrhoea and alopecia outcome was unknown and the migraine, nausea, fatigue, weight increased, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian calcification, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: 2014 and 2015 unilateral oophorectomy, total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion negative home pregnancy test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Update of information (fu ptc declined by qa (no valid batch)). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian calcification ("other injury(ies) or complication (s) please describe: calcified left ovary") in a 36-year-old female patient who had essure (batch no. 862582-invalid, 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, multigravida, parity 3, hypertension, swelling nos and preterm labor. Negative home pregnancy test. Previously administered products included for an unreported indication: thyroid. Concurrent conditions included obesity, breast tenderness and vaginal odour. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced ovarian calcification (seriousness criterion medically significant), abdominal pain lower ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation, total hysterectomy, laproscopy and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, ovarian calcification, vaginal haemorrhage, headache, dysmenorrhoea and alopecia outcome was unknown and the migraine, nausea, fatigue, weight increased, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian calcification, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: 2014 and 2015 unilateral oophorectomy, total hysterectomy. Leave taken from this job or other job for medical reasons-laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in 2008: results: total bilateral occlusion. Lot number report 862582 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian calcification ("other injury(ies) or complication (s) please describe: calcified left ovary") in a 36-year-old female patient who had essure (batch no. 862582-invalid, 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, multigravida, parity 3, hypertension, swelling nos and preterm labor. Previously administered products included for an unreported indication: thyroid in 2012. Concurrent conditions included obesity, breast tenderness and vaginal odour. On (B)(6).2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced ovarian calcification (seriousness criterion medically significant), abdominal pain lower ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy, laproscopy), surgery (ablation) and surgery (unilateral oophorectomy). Essure was removed on (B)(6). 2015. At the time of the report, the pelvic pain, menorrhagia, ovarian calcification, vaginal haemorrhage, headache, dysmenorrhoea and alopecia outcome was unknown and the migraine, nausea, fatigue, weight increased, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian calcification, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: 2014 and 2015 unilateral oophorectomy, total hysterectomy leave taken from this job or other job for medical reasons-laparoscopy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion negative home pregnancy test most recent follow-up information incorporated above includes: on (B)(6). 2018: pfs received- new lot number (626582) and onset date of events were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.